Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they got their spinal cord stimulator(scs) turned off through mayo clinic in 2017 or 2018 and the pt stopped charging their ins. Then, the pt had a lot of pain in their knee in (B)(6) 2021 and then got an injection from a knee healthcare provider (hcp) in (B)(6) 2021 and the injection wore off by (B)(6) 2021. Pt saw their knee hcp in (B)(6) 2022 and the knee hcp ordered an MRI of the knee, but the pt needed their ins turned back on and charged to go into MRI mode. Pt spoke to a manufacturer representative (rep) about the issue last friday, and the rep attempted to help the pt, but the pt's recharger would not turn on because the desktop charger(dtc) connector pin appeared to be loose in the recharger when plugged in. The rep told the pt to contact the manufacturer to get a replacement dtc(pt was unclear in their description of when the rep was first made aware of dtc issue, but pt said the rep was made aware of possible overdischarge last friday). An email was sent to the repair department to replace the dtc. Pt said they did not have an hcp for their scs, but they saw their primary care hcp.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial (B)(6) , ubd: , UDI#: h3: analysis of the desktop charger serial (B)(6) found a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.